Event description:
Information received from another country affiliate. This information indicates a pt was wearing acuvue 2 contact lenses and developed a corneal infection in the right eye. The patient began wearing acuvue 2 lenses in 2006, the wear schedule is unknown. The patient was using a multipurpose contact lens solution, brand is not known. The patient reported experiencing pain in the right eye and swelling of the lid approx five months later. On the following day, the patient consulted with her eye care professional (ecp) who prescribed levofloxacin and pranoprofen eye gtts 4x daily, ofloxacin ointment before bedtime and discontinuation of contact lens wear. One day later, the patient was hospitalized and diagnosed with central "infectious corneal inflammation." 3+ cells were reported indicating iritis. The patient's bcva was 20/50. The inflammation was described as "infectious corneal infiltration in the central cornea." The lens was cultured, the test result was serratia and acinebacter. The patient was prescribed gatifloxacin hydrate, gtts and cefmenoxime hci every hr., ofloxacin ointment (before bedtime) "cefdinir and antibiotics-resistant lactic acid bacteriae internal medicine" ( 3 tablets, 3x daily x5 days). Levofloxacin and pranoprofen eye gtts were discontinued. On the following month, the patient's bcva was 20/20. The patient was discharged from the hospital on the next day. One month later, the patient's eye had fully recovered. The lot number and lenses were not available from the ecp. All MDR events are reviewed in quarterly management review meetings. No additional information is expected to be received.

Manufacturer narrative:
Device labeling single use or reuse. No conclusion can be drawn.